Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead tripped the patient alert due to high impedances, and its thresholds have risen. This was observed to have occurred after a reprogramming of the lead pacing configuration. Pocket revision was performed, and the lead remains in use. No patient complications have been reported as a result of this event.